Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 1 device evaluation is in progress, 3 events were confirmed during testing, - 3 devices were found to be affected by corrosion. Product disposition: 3 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device trigger was sticking leading to run-on; 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device trigger was sticking leading to run-on. 4 events had no patient involvement; no patient impact.